Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post-implant, this right ventricular (rv) lead exhibited high pacing threshold measurements and a drop in both the pacing impedance and intrinsic amplitude measurements. The physician suspected the rv lead may have perforated the patient. A pericardial effusion was confirmed via an echocardiogram. Surgical intervention was performed and a drain tube was inserted to alleviate the buildup of fluid in the patient and the rv lead was repositioned successfully. No additional adverse patient effects were reported.